Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an ophthalmic procedure, the thread broke when pulled. Several sutures were used. The completion of the surgery was delayed because of the issue. Another suture from the same lot was used to complete the case.